Event description:
It was reported that, at a pump replacement for end of service (eos), the healthcare provider (hcp) put dye into the catheter and noticed that there was leak in the distal segment and the patient was not receiving medication into the intrathecal space. The hcp did not have clearance to fix it at this time, but did revise the catheter with proximal revision kit, as the connector ¿didn¿t look right¿. Further details regarding the connector were not reported. On (B)(6) 2014, the hcp explored the catheter, but was unable to reach the leak to fix it, so nothing was repaired or explanted. As of (B)(6) 2014, the patient¿s pump had been programmed to minimum rate and the hcp was helping the patient to decide on next actions. The patient did not experience any symptoms or complications associated with this event. The device system was used to deliver morphine and bupivacaine. The cause of the event, further interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was further provided that the physician thought that the catheter looked older and wanted to test using a dye study. Once the physician discovered the leak, which was further into the back, she determined it was unreachable in the first surgery (due to patient just being approved for pump replacement and physician only wanted the pump pocket opened). The connector was replaced and it was decided to attempt a second surgery with insurance approval for the leak ((B)(6) surgery). The patient¿s pump was programmed to minimum rate after the (B)(6) attempted revision, so patient was no longer receiving effective therapy.